Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had black screen. The field service engineer discovered that the station was non-operational and identified that when connected, the main 2.1 and 2.2 drawers did not power on. The fse replaced the pyxibus control board along with both drawer control boards. The drawer underwent comprehensive testing, and all cubies responded appropriately. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis was shut down and screen was black. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.